Manufacturer narrative:
Livanova (B)(4) manufactures the cp5 flow module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was informed by the biomedical engineer that all attempts to reproduce the failure were unsuccessful. The customer reported that two cases were completed following the event and were uneventful. The service representative was unable to reproduce the reported issue. The flow module was replaced as a precaution. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the an alarm occurred and the cp5 control panel displayed a flow error during a procedure. The user could not remember which module was indicated but believes it was the cp5 flow module. The biomedical engineer restarted the pump and the alarm and error message went away. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the cp5 flow module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The replaced cp5 flow module was returned to livanova USA for investigation. The flow module was tested on the s5 test bed and the reported issue could not be reproduced. The flow module operated as intended. As the issue could not be reproduced, a root cause was not identified.